Event description:
IV pump continued to infuse with air-in-line alarm beeping. Air observed in the entire tubing. As the pump IV extension set still had fluid visible, therefore air is not believed to have reached the patient.